Event description:
It was reported that a cartridge alarm 20 occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump would be replaced and advised the caller on the process of returning the defective pump. The customer was informed they would receive a new pump with updated software and agreed to use multiple daily injections (mdi) if the current pump fails in the meantime.